Manufacturer narrative:
The initial MDR 2432235-2016-00202 was filed on april 19, 2016. (B)(6).

Manufacturer narrative:
The cause of the discordant, (B)(6) results on one patient sample is unknown. Siemens healthcare diagnostics is investigating the issue.

Event description:
A discordant, (B)(6) result was obtained on one patient sample on an advia centaur xp instrument. The discordant result was not reported to the physician(s). The sample was repeated on the same instrument, resulting (B)(6). The sample was then tested for (B)(4) confirmatory testing and the result was (B)(6). The sample was repeated three more times on the same instrument over several days, all resulting (B)(6). The (B)(6) results were reported to the physician(s). There are no known reports of patient intervention or adverse health consequences due to the discordant, (B)(4) confirmatory testing.

Manufacturer narrative:
The initial MDR 2432235-2016-00202 was filed on april 19, 2016. The first supplemental MDR 2432235-2016-00202_s1 was filed on april 22, 2016. Additional information (10/06/2016): a siemens regional support center (rsc) specialist followed up with the customer. The customer stated that this was an isolated issue impacting only one patient sample. They did not obtain additional (B)(6) results. The cause of the (B)(6) results on one patient sample is unknown. The instrument is performing according to specifications. No further evaluation of the device is required. Additional information (10/07/2016): part of the initial MDR captures, "initial reporter also sent report to FDA" as unknown. This information has been received. Initial reporter also sent report to FDA? Has been updated with this information.